Event description:
It has been reported to philips that the motorized longitudinal movements were unavailable. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, customer was performing the cardiac procedure and it was completed as planned by manually moving the c-arm in and out. The philips field service engineer (fse) inspected the system onsite and confirmed that motorized longitudinal movements were not available. Review of the system log file showed that there was mis calibration during movement. To resolve this issue, fse performed recalibration. After that, the system was returned to use in good working order. The codes were updated based on investigation outcome.